Event description:
The staff alleged smoke was coming from the bed.

Manufacturer narrative:
The technician investigated and found the motor control board was discolored where the foot connector plugs into the board and the hi/low function was not working. The technician replaced the motor control board to repair the bed.